Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited an alert due to high out of range shock impedance measurements. The pacing impedance measurements had also been increasing. It was noted that the increase in both measurements had been gradual. Technical services (ts) discussed troubleshooting and programming options. No adverse patient effects were reported. The lead remains in service.